Event description:
Pca was leaking morphine from black cassette on tubing. Upon taking patient to unit, when moving pca to new pole, morphine was running out of plastic case. Pharmacy called educator, who came down to unit. Pharmacy was called for a new morphine bag. Nurses were assisted with removal of tubing and pump from patient and replaced them with new bag / tubing / pump. Unit manager assisted with investigating tubing - small leak was found in cassette tubing. Pca pump performance tested ok - no problems found. Device was returned to service.